Event description:
During a coronary artery drug eluting stenting treatment procedure, there was crossing inability and the stent was kinked. The lesion being treated was a severely tortuous, severely calcified and 70% stenosed segment of the left anterior descending (lad) coronary artery. Vascular access was via the radial artery. The physician attempted to place a 2.5x12mm taxus express2 drug eluting stent but experienced difficulty crossing the lesion. It is noted that the device was used after the expiration date. The procedure was completed with another taxus express2 drug eluting stent of the same size. There were no pt complications reported and the pt condition was satisfactory and good.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.